Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 530 mg/dl, and the customer treated with a manual injection. The customer stated that she had just received a replacement insulin pump, so she did not think that the device was the cause for high blood glucose levels. She also reported that she had been inserting the infusion sets into her abdomen for over 10 years; advised the customer to consult her doctor regarding possible scar tissue issues. In a past event, the customer also reportedly had issues of breaks at the tubing connector but was unable to troubleshoot since this was a past event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.